Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the 20 x 3.00mm promus premier stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11oct2019. It was reported that difficulty to advance was encountered. The target lesion was located in the left main artery, a 20mm x 3.00mm promus premier drug eluting stent was advanced to treat the lesion. During the percutaneous coronary intervention, the device failed to cross the lesion. The procedure was completed using another of the same device. There were no patient complications nor injuries reported. However, the returned device revealed stent damage.